Event description:
A malfunction alarm occurred with the customer's pump, displaying malfunction code malf 0, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. A replacement pump was sent by technical support, with instructions provided for storage mode and returning the faulty pump. The customer acknowledged the instructions and planned to contact their healthcare provider for backup therapy options.